Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm issue could not be verified due to a different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer's current cartridge did not have enough insulin for troubleshooting to be performed therefore tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. Reportedly, the customer continued to use the pump for insulin therapy.